Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident identified from this lot. It should be noted that the intended use section of the mitraclip system, instruction for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Additionally, the IFU states: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of the damaged product may result in cardiac injury. Based on this information reported failure to follow step appears to be due to user deviation from the IFU which likely caused tension on the device and contributed to reported clip open locked. Based on information reviewed and, the reported unintended movement - clip open-locked and failure to follow steps appear to be due to user technique/error. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017-failure to follow steps / instructions as the device was curved more than 90 degrees. Device code 149 - patient selection as the device was used in the tricuspid. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening after deployment, requiring an additional clip to stabilize it. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) was curved more than 90 degrees in order to advance to the tricuspid valve. The clip was deployed between the septal and anterior leaflets however after deployment, the clip opened. An additional clip was implanted posterior to stabilize the first clip, reducing the tr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.